Event description:
It is reported that the patient learned of the recall through her surgeon. The patient has had pain and stiffness at the implant site on the outer right hip and down the right side of the leg for one year. The pain and stiffness increases when standing or walking for a significant length of time. The patient saw her physician on (B)(6), 2012 and completed an x-ray, an MRI that showed fluid on the hip joint and blood tests with a cobalt reading of 4.3. The patient was told that she will need revision surgery.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.